Manufacturer narrative:
Other, other text: additional information was received regarding the reported event. The event occurred during testing; there was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a bubbled downstream occlusion sensor and the smiths tampered seal label was missing. A manufacturing DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported issue. A functional test was performed, and the air detector sensor was found to be defective and inoperable. The root cause is unknown. The air detector was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a damaged air in line sensor. It is unknown if there was a patient involved.